Event description:
It was reported that a revision surgery of the right hip was performed due to persistent pain and failed right hip resurfacing.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The revision report noted impingement involving the femoral neck and osteophyte formation on the femoral neck. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, ¿failure of the hip¿ could be osteophyte formation, and impingement but this cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.